Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The most likely cause(s) of this type of event include improper bone preparation, over-torquing or leveraging the implant during insertion. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that during a hammer toe repair procedure, the surgeon drilled to appropriate depth and went to insert the 24 mm retrofusion screw (lot: 10052898), as the surgeon began to torque, the head of the screw snapped off. The proximal portion of the screw was left in the patient's bone sitting proud in the joint. The surgeon cleaned out around the shaft of the screw and used a needle driver as well as pliers to try and get a grip of the screw however, was unsuccessful at retrieving the fragment. The surgeon moved on and implanted two k-wires to pin the joint in place. 15-20 min delay in case. Patient is a (B)(6) male. The surgeon has not yet stated whether or not he would like to go in at a later date to try and retrieve the screw. Follow-up investigation: as of today the surgeon is not planning on retrieving the screw fragment from the patient.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is a follow-up submission due to device evaluation. Device history record review revealed nothing relevant to this event. Complaint confirmed. The evaluation revealed that the returned 24mm retrofusion implant broke off at the proximal end. The fracture surface displays evidence of torsional-overload. The device met all material specifications as received. The most likely cause(s) of this type of event include improper bone preparation, over-torquing or leveraging the implant during insertion. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that during a hammer toe repair procedure, the surgeon drilled to appropriate depth and went to insert the 24mm retrofusion screw (lot: 10052898), as the surgeon began to torque, the head of the screw snapped off. The proximal portion of the screw was left in the patient's bone sitting proud in the joint. The surgeon cleaned out around the shaft of the screw and used a needle driver as well as pliers to try and get a grip of the screw however, was unsuccessful at retrieving the fragment. The surgeon moved on and implanted two k-wires to pin the joint in place. 15-20 min delay in case. Patient is a (B)(6) y/o male. The surgeon has not yet stated whether or not he would like to go in at a later date to try and retrieve the screw. Follow-up investigation: as of today the surgeon is not planning on retrieving the screw fragment from the patient.